Event description:
It was reported that during an unknown procedure, the device fired some malformed staples. Another like device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
D4; h4,6: information anticipated, but unavailable at this time.